Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple unexplained pump reboots on the alleged failure date. During a visual inspection of the pump, the battery compartment was observed to be cracked. No damage was found to the battery cap, and the cap secured properly to the pump. The battery cap contact dimensions measured within specifications. The pump powered on properly and was exercised for 24 hours with no power interruptions. The pump case was removed and no evidence of moisture ingress or damage to the power circuit was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump intermittently lost power. The intermittent power issue was not resolved with a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.